Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Destructive analysis and visual inspection of distal coil was performed. Fracture was observed.

Event description:
It was reported that the right ventricular (rv) lead showed oversensing/noise and failure to pace and/or capture at the patient's fo llow-up session and on telemetry monitor after admission to the hospital. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.